Event description:
It was reported that the asymptomatic patient presented via a merlin@home transmission showing the device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were recommended. Further information notes that programming changes were made. Patient is doing fine.